Event description:
The patient's device had reportedly migrated. Repositioning surgery occurred. The electrode array has reportedly now migrated out of the cochlea. The patient is being monitored.

Manufacturer narrative:
Repositioning surgery reportedly occurred on (B)(6) 2015. The patient's device was explanted. The patient was reimplanted on the contralateral side.

Manufacturer narrative:
The leak experienced during explant surgery was reportedly not a medical issue. The device passed the external visual and photographic imaging inspections. System lock was verified. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Manufacturer narrative:
The patient reportedly experienced a leak near the device during explant surgery. Advanced bionics is in the process of obtaining additional information.